Event description:
It was reported the programmer was overheating. The fan was very loud when on. It was also reported session sync had not worked for 2 months at the clinic. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm that the programmer was "overheating." The device was run for four days and there was no overheat message. It was also noted that there was a noisy system fan and noisy power supply fan.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.